Manufacturer narrative:
Please see esg ticket # (B)(4) regarding submission of this medwatch. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Company representative reported " capsular contracture baker grade iii." Healthcare professional later reported " capsular contracture baker grade IV." This record is for the left side. Device was explanted and replaced.

Event description:
Company representative reported " capsular contracture baker grade iii." Healthcare professional later reported " capsular contracture baker grade IV." This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.